Event description:
The customer reported that the monitor was black and the system was down. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. A video circuit connector was loose and retightened. The system was then found to be operating as intended.